Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic due to pain the patient felt every time the right ventricular (rv) lead would pace the ventricle. The cause of the pain is not known. The rv lead was capped, and a new rv lead was successfully implanted on 29 aug 2023. The patient was stable throughout the procedure.